Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received pump error alarms. The alarms occured with a reservoir and infusion set change. The customer's mother also reported the insulin pump did not make the same sound when the piston moved during rewind. The customer's mother was advised to discontinue pump therapy and return the pump. The customer's blood sugar was 108 mg/dl.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No pump error 54 alarm and no pump error 41 alarm noted during testing. Pump error 53 alarm was found in the pump history due to software error.